Event description:
The distributor has reported on behalf of the user facility that the device would not zero prior to use. The suspect product did not come in contact with a pt.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.